Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (values not provided). The customer alleged that the pump was not delivering insulin properly. Tandem technical support made multiple attempts to follow up with the customer, however, no response was received.